Event description:
Boston scientific received information that the patient with this pacemaker underwent an outpatient operation not related to their pacemaker. During the post operation evaluation it was noted that the patient experienced high rate pacing at the maximum sensor rate. It was determined that this was due to the minute ventilation feature on the pacemaker interacting with other medical equipment. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.